Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the evaluation. The single port monopolar curved scissors instrument was analyzed, and the complaint regarding unsmooth movement was not confirmed by failure analysis. The failure analysis (fa) team did not observe cable damage on the snake wrist assembly of the instrument. They successfully installed a single-use single port monopolar curved scissors tip accessory on the instrument, placed the instrument on an in-house system, and drove it. The instrument passed the recognition and engagement tests on multiple attempts and on different arms, and it moved intuitively. The instrument tip opened and closely properly, and the installed tip accessory remained in place throughout testing. The grip knob was tested via manual input, and it also exhibited the proper open and close motion at the tip of the instrument. However, the fa team observed that the instrument had a broken tube over-molded adapter, as an additional finding. A section of material approximately 0.08" x 0.04" in size was missing, and it was not returned by the customer. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. A review of the instrument logs for the single port monopolar curved scissors instrument (part #: 430004-53, serial #: (B)(4)) associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a partial nephrectomy procedure. There were 15 uses remaining after this last usage. This last usage of the device was before the reported event date on this record. There is no indication that the instrument was used in subsequent procedures on or after the alleged event reported in this record. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (the distal end) and that was not completely covered by the monopolar curved scissors tip accessory. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the single port monopolar curved scissors instrument did not move smoothly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.